Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported deflation issue as a leak and a blocked pump was identified. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder 1 has multiple small leaks at corner of folds in the cylinder body; holes were present. Cylinder 2 had a leak at corner of a fold in the cylinder body; a hole was present. Both cylinders were not pressure tested due to leak that was identified. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was difficult to inflate and deflate when pressed the pump bulb. The pump was functionally tested to confirm the functionality and failed during priming. The pump was unable to be functionally tested further. The identified fluid leaks and blocked pump could affect the functionality of the device, as the reported of deflation issue and mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation issues due to the inflatable penile prosthesis (ipp) pump was not working well. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation issues due to the inflatable penile prosthesis (ipp) pump was not working well. All components were removed and replaced. There were no patient complications.